Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump failed to notify them of a low battery warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: a review of the black box history showed multiple reboot events. The battery compartment was intact with no cracks. No evidence of moisture contamination was discovered inside the battery compartment. No battery cap was returned with the device so a test cap was used instead. A power loss was not observed during testing. Evidence of moisture contamination was identified inside pump and on the motor flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.